Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display screen lens was found to be scratched and difficult to read. Unrelated to the complaint, the text on the display screen was found to be dim, faded and discolored. Also unrelated to the complaint, a hole was found on the bolus button cover and was hard to press. The button cover was removed and the white slug was found to be misaligned and there was contamination present. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributer contacted animas stating the display screen was damaged. The display screen reportedly was scratched and was unable to be read. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.